Event description:
Additional information received notes that fracture was noted on the right ventricular lead.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2023-22361. It was reported that patient's atrial and right ventricular (rv) lead exhibited noise oversensing. Episodes of noise reversion and pacing inhibition was also noted. Both leads were explanted and replaced. The patient was stable.